Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure. Prior to the procedure, the patient did not program their ipg into surgery mode. In turn, their ipg was deemed inoperable following the procedure. Troubleshooting attempts were unable to provide resolution. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received revealed the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.